Event description:
During the procedure, the lingual wall of site 22, 23, 26, 27, and 28 was perforated. Doctor said the trajectory was off. The only implant he was able to place was at site 21. Local anesthesia was used for the procedure.

Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.